Manufacturer narrative:
Initial.

Event description:
It was reported that a user accidentally initiated a new dexcom g7 continuous glucose monitor (cgm) sensor and the continuous glucose monitoring connection was not paired; the user was guided to re-enter the pairing code and advised on pairing timeframe, which aligns with a use-related procedure error and no specific device component involvement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.